Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email that the customer was hospitalized due to high blood glucose. Customer's blood glucose was over 500 mg/dl. Customer was wearing the device during hospitalization. Customer was treated with insulin drip. Customer declined to be contacted. Customer will not be returning the device for analysis.